Event description:
It was reported that customer encountered repeated minimum fill notifications while attempting to reload and reuse pump cartridge with remaining insulin while away from home without extra cartridge and syringe supplies. There was no adverse impact to the customer¿s blood glucose level. Customer relied on backup multiple daily injections during vacation, received education from technical support on proper cartridge use and cleaning of pump area, and planned to call back with pump serial number and new supplies to continue troubleshooting; no further outcome details were available.